Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was inadvertently installed the wrong lead during a permanent implant procedure. A 90 cm lead was implanted instead of a 60 cm. Patient has effective therapy.